Event description:
Complaint reporter indicated the following via e-mail on 15-march-2022: "the needle safety doesn't click into place reliably." The event date for the reported lot number is unknown.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified in section d. The item ref # and lot # reported and identified in section d has been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness.